Event description:
It was reported that x-rays showed that the lead had migrated to the ipg pocket site. Patient denied any falls or trauma. Surgical intervention was undertaken wherein the system was explained and replaced. Therapy was restored.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.